Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device wasn't returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The site reported that there are some physical damages on the device. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, an endoscopic image was not displayed on the monitor. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.